Event description:
Per the clinic, device was explanted (date not reported) due to an infection. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(6) 2013. The manufacturer became aware upon receipt of the explanted device on (B)(4) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6), 2013.this report is filed august 30, 2013.